Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient had suture abscess four weeks following a subcuticular skin closure. The suture was spitting at the knot. The suture was removed. It was stated that the patient was fine.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of a device. A visual inspection of the returned photos noted what appeared to be an abscess surrounding a surgical site. One of the photos shows something being removed from the wound site with forceps, however, it is unclear if removed object is part of a suture product. As no sealed samples were returned, functional testing could not be performed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.